Event description:
Additional information was received that the patient was not seen in clinic as the device pocket was no longer swollen. No known intervention was performed.

Event description:
During a remote follow-up, it was observed that the device pocket was swollen. No intervention has been performed at this time. The patient was in stable condition.